Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was 401 mg/dl with blurred vision, confusion, difficulty waking up, excess urination, extreme drowsiness, shortness of breath, nausea, and vomiting. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. Troubleshooting was unable to be completed. This complaint is being reported because the alleged serious health event was attributed to a device malfunction of unknown cause.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/22/2015-product analysis: the device was returned and evaluated by product analysis on 07/08/2015 with the following findings: no abnormal behavior was observed in either the meter¿s download data or pump¿s black box. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. A bolus was successfully programed and delivered through the meter. The pump¿s passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.